Manufacturer narrative:
Siemens customer service engineer (cse) inspected the instrument and found out that customer was not performing all maintenance. Cse reviewed technique with customer and they have been advised to dip and rim the sample prior to placing it on the fixed platform. Customer inspected calibration chips on fixed platform; chips appear worn or dirty according to customer. Cse cleaned strip pusher arm rail contamination and removed dust from interior of unit. Customer had been asked to perform correlation study in order to make sure device is performing as intended. Customer indicated that they planned to use a different instrument and that they don't have time to run the study. The cause for the false negative leukocytes result was determined to be a device maintenance issue.

Event description:
Customer reported false negative leukocytes results on the instrument. There was no report of injury due to this event.